Event description:
During preparation for use of the device for a surgical procedure, the user reported the endoscope image was cloudy. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.